Manufacturer narrative:
D6a: corrected the implant date. D6b: corrected the explant date.

Manufacturer narrative:
G3: corrected date.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product returned for investigation. No data logs returned for analysis. The root cause of the optical signal issue was not determined as no product was returned for investigation and no data logs returned for analysis. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. No placement signal was received from the start of implantation, and subsequent placement signal alarms were not reliable. The plug was confirmed to be correctly inserted, and there were no unusual findings during preparation of the pump. Despite the signal issue, the pump remained operational throughout support until weaning and explantation. No patient harm was reported.